Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed dashes (---) for rate, hysteresis and all sensor parameters. The mode and magnet rate were appropriate. A download was performed and the device was programmable but when the telemetry wand was removed, the sensor parameters reverted to dashes. The patient was not pacemaker dependent and will be monitored.